Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported the distal tip of the device detached and required additional intervention. The 50% stenosed, moderately calcified, and moderately tortuous target lesion was located in the anterior tibial artery (btk vessel). A v-14 control wire was selected for a percutaneous transluminal angioplasty (pta) to treat the stenotic btk vessel. During the procedure, the distal tip of the v-14 control wire separated into two pieces and detached inside of the patient. The physician used a snare to capture the tip of the v-14 control wire which prolonged the episode of care for the patient. There were no patient complications as a result of this event.

Event description:
It was reported the distal tip of the device detached and required additional intervention.the 50% stenosed, moderately calcified, and moderately tortuous target lesion was located in the anterior tibial artery (btk vessel). A v-14 control wire was selected for a percutaneous transluminal angioplasty (pta) to treat the stenotic btk vessel. During the procedure, the distal tip of the v-14 control wire separated into two pieces and detached inside of the patient. The physician used a snare to capture the tip of the v-14 control wire which prolonged the episode of care for the patient. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(4).device analysis findings: unit returned in a generic plastic bag; overall visual inspection did not identify failures or evidence that could be lost due to decontamination process. The v-14 was returned for analysis. It is possible to observe that the distal tip was detached. Under microscope magnification the distal tip was detached. During its analysis, the visual and microscope inspection failed because the distal tip was detached, which confirms the reported distal tip detachment of device or device component.device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event.labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.risk review: a review of the v-14 control wire was completed and confirmed that the event of 'distal tip detachment of device or device component' (tip - fractures/separates) and 'tip distal detached/separated' (tip - fractures/separates) were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'adverse event related to procedure'.